Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. Motor error alarm occurred during rewind due to corroded motor home switch. The insulin pump was unable to performed prime, excessive no delivery alarm due to motor error alarm. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the insulin pump was exposed to sweat. The customer reported that she received a button error alarm. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was 95 mg/dl at the time of call. The customer stated that she treated the low blood glucose with food and glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.